Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device had a system failure during use on a patient. The device was immediately replaced. No patient harm was reported.

Event description:
It was reported that the device had a system failure during use on a patient. The device was immediately replaced. No patient harm was reported.

Manufacturer narrative:
The affected device was checked on site by dräger service and the logbook was available for investigation. No malfunction was detected in a device self-test. Analysis of the logbook entries showed that on february 4, 2024, at the reported time of the event, the alarm message "alarm system failure" occurred twice at 4:23 a.m. And 4:24 a.m. The entries indicate that the cause of the alarm message was that the safety software briefly did not receive the expected audio feedback of a previously posted high-priority alarm message within the expected time. The ventilation was not affected by this and ran without restrictions from the start on february 1 until the user switched it off on february 4 at 4:24 a.m. We therefore conclude that the user misinterpreted the "alarm system failure" message as a system failure. Since neither the logbook nor the device check could identify a permanent hardware malfunction, we assume that this was a temporary deviation. As a safety feature of the system, the safety software analyzes and verifies the proper functioning of the device. If the safety software detects a deviation related to the alarm system, the alarm message ¿alarm system failure¿ is issued with an accompanying acoustic alarm tone. The main function of the device - ventilation - is not affected by this problem. In this failure mode, the user can continue ventilation by continuously monitoring the device functions. In case of an additional high priority alarm event, the device would activate the additional acoustic alarm (piezo speaker) of the ventilator to acoustically alert the user to this deviation. Based on the investigation results this case is not considered reportable anymore as the device did not cause or contribute to a death or serious injury and would not result in a serious injury if the malfunction were to recur. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.